Manufacturer narrative:
Physician name - (B)(6). Initial reporter city- (B)(6).

Event description:
It was reported that the blade detachment occurred resulting in additional intervention. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal to mid left anterior descending artery. A 15mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the wolverine that was use in pre-inflation was also used in post-inflation for stent inflation failure. After the cutting balloon deflation, the cutting balloon became entangled with the implanted stent as resistance was felt during removal. When the cutting balloon was removed outside the patient, blade damage and separation were observed. Separation was estimated to be 1/3 of a 15mm blade. Afterwards, ivus was performed, and a high-brightness structure was confirmed in the coronary artery. It was judged that it was a separated blade, so the blade that was layered with two more non-bsc stents on top of the implanted non-bsc stent was fixed into the vessel. There was a concern that the blade that remains within the blood vessel would move into the blood vessel, so a stent was added, and fixation was performed into the blood vessel wall. There were no complications reported.

Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual and microscopic examination identified that approximately 2mm of the distal end of a proximal blade segment was found to be detached from its pad and not returned. No other damage was observed to any of the blades. A visual and microscopic examination of the balloon material identified no damages to the balloon. No issues were identified with the hypotube shaft of the device. No issues were noted with the tip of the device. A visual and microscopic examination found no issue with the marker bands.

Event description:
It was reported that the blade detachment occurred resulting in additional intervention. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal to mid left anterior descending artery. A 15mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the wolverine that was use in pre-inflation was also used in post-inflation for stent inflation failure. After the cutting balloon deflation, the cutting balloon became entangled with the implanted stent as resistance was felt during removal. When the cutting balloon was removed outside the patient, blade damage and separation were observed. Separation was estimated to be 1/3 of a 15mm blade. Afterwards, ivus was performed, and a high-brightness structure was confirmed in the coronary artery. It was judged that it was a separated blade, so the blade that was layered with two more non-bsc stents on top of the implanted non-bsc stent was fixed into the vessel. There was a concern that the blade that remains within the blood vessel would move into the blood vessel, so a stent was added, and fixation was performed into the blood vessel wall. There were no complications reported.